Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of contamination was confirmed with the provided reference photos of mobile power unit (serial # (B)(6)). The provided reference photos captured the contamination on the patient cable/connector and housing. The unknown substance was not analyzed. A root cause could not be determined during the evaluation. The device is in quarantine and awaiting to be scrapped. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 27jul2015. It was noted the unit is a rental. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was heavily contaminated.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.